Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. . Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported at the beginning of a novasure endometrial ablation on (B)(6) 2016, the physician was twisting the device during placement. The physician then noted a perforation. On (B)(6) 2016, it was reported the procedure was aborted. No intervention was required and the patient was discharged home. Currently the "patient is doing fine".